Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use in the high care unit, there was a hole in the tamper-evident seal of the drain bag, causing urine to leak.

Event description:
It was reported that during use in the high care unit, there was a hole in the tamper-evident seal of the drain bag, causing urine to leak. Per follow up information received on 13feb2026, customer confirmed that hole was in the catheter.

Manufacturer narrative:
The reported event was unconfirmed. Received (3) photo samples. The photo sample was returned and could not be evaluated for the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley with sample port connector 119314 and lot number ngkn311.visual inspection of the sample noted a 3-way temperature sensing catheter with cut portion of the inlet tubing. Inflated the balloon with 10 ml of methylene blue solution using the in-house syringe and the catheter was allowed to rest with no observed leaks. Balloon passively deflated in 1 min 42 sec. No cuffing noted. No root cause could be found because the reported event was unconfirmed. The reported event is unconfirmed, a labeling review is not required. A device history record review was not required as the investigation was unconfirmed. The investigation is concluded, and no additional action is required at this time. Correction: d,e,f,g,h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.